Event description:
It was reported by service report that the foot-end brake/steer pedal was broken and the plastic on the pedal had a sharp edge. No pt involvement or adverse consequences are reported.